Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was turning on after putting battery. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump was out of warranty. The insulin pump will not be returned for analysis.